Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/10/2015 with the following findings: there were loss of prime warnings with an unidentified low force observed in the black box. During investigation, multiple load/step functions were performed with load/step failures duplicated. The force calibration check failed. The pump case was removed and the force sensor pins were seated & solder connections were intact. There was no evidence of contamination or cracked force sensor traces. There was no evidence of moisture or loose components inside pump. The force sensor resistance was found to be out of specification. The force sensor was removed and there was no evidence of shim or plate wear. There was no evidence of contamination found in force sensor housing or force sensor shim. Unrelated to the original complaint, the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.